Event description:
The patient complained of pocket stimulation and intermittent loss of capture was observed on this rv lead. The patient was scheduled for a lead revision procedure. The pocket was reopened and the rv lead tested appropriately with the analyzer. Following pocket closure, the lead functioned appropriately. This device remains implanted. Should additional information become available, this event will be updated.